Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ undefined: root cause could not be determined. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent occlusion alarms. Customer has been using fiasp insulin to fill cartridges. Customer's blood glucose reached 133 mg/dl. Reportedly, customer loaded a new cartridge and resumed insulin delivery.